Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by consumer, she stated that two lenses at different instances caused infection, scratch on the eye, sensation of scratch and feeling of hardness in her left eye. Consumer visited the emergency room for the checkup for her eye. Consumer during checkup had been advised by doctor to discontinue the use of contact lenses and has been advised to revisit for follow up after a week. The current status of the consumer¿s eye is not known at the time of this report; additional information has been requested but not yet received.

Manufacturer narrative:
Additional information has been received and updated a1, a2, a4, b1, b2, b5, b6, b7 and h6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received along with medical records, stating that the consumer sought medical emergency visit with the chief complaint of left eye pain/episodic sharp pain, headache, endorses tearing, redness, burning pain,milky discharge in her left eye/ little bit in her right eye over the last day and vision blurry in the left eye (os), torn during wear. The consumer denies trauma and sleeping with contact lenses. On the same day, an eye review of the systems showed that there was no discharge or redness present. In addition, the consumer was diagnosed with a corneal ulcer with a bacterial infection on os (with and without stain) along with visible corneal defect (without stain), abrasion, and glaucoma. The consumer was given two drops of ciprofloxacin hydrochloride 0.3% ophthalmic solution every 15 minutes for six hours, every 30 minutes for 18 hours, every hour for 24 hours, and every four hours for twelve days on os. The consumer was instructed to return within 48 hours for another follow-up visit. The consumer condition's severity increased since last visit. Additionally, the consumer was prescribed artificial tears preservative-free one drops (gtt) every two hours for both eyes along with tobramycin one drops three times a day for the left eye duration of seven days and also occasionally antibiotic/steroid combination drops are treated. The current status of the consumer's eye was resolved at the time of this report, and additional information was requested but not yet received. With this additional information, this complaint retain serious and reportable.